Event description:
Per the audiologist, the patient reportedly swallowed a speech processor battery. The patient was taken to the ER and an x ray confirmed the battery. The battery was not discovered in his stool resulting in the patient undergoing an endoscope. The patient is reportedly doing well.